Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag disconnected from the heater line of an amia automated peritoneal dialysis (pd) set with cassette which resulted in a leak of pd solution. This event occurred during the first dwell of pd therapy. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye which noted a heater bag line detached from the cassette port. The reported issue was verified. Per visual inspection, the tubing and the cassette port met specification, were not damaged, and showed evidence of once being properly connected. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.